Manufacturer narrative:
(B)(4)

Event description:
The circulatory support system (css) console was not in use by a patient. The customer reported that primary driver initially did not pass checkout procedures because of calibration issues. After about an hour of making adjustments, the customer reported that the css console did pass checkout but the process was very difficult and the calibration numbers did not correlate with numbers that the customer has seen in the past. This alleged failure mode poses a low risk to a patient because the issue was observed when the css console was not supporting a patient. In addition, it would not prevent the css console from performing its life-sustaining functions. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The css console was returned to syncardia for evaluation. The customer-reported issue was confirmed during investigational testing. The calibration issue was resolved by completing the two-year service procedure and recalibrating the console. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The circulatory support system (css) console was not in use by a patient. The customer reported that primary driver initially did not pass checkout procedures because of calibration issues. After about an hour of making adjustments, the customer reported that the css console did pass checkout but the process was very difficult and the calibration numbers did not correlate with numbers that the customer has seen in the past.